Event description:
The patella was revised due to excessive wear and polyethylene dissociation from the metal backed patella. The tibial insert was revised to moderate wear and slight delamination.

Manufacturer narrative:
Summary of evaluation:evaluation cannot be performed. There is no evidence that the device failed to meet specifications.